Manufacturer narrative:
We are in the process of performing the investigation. A follow-up report shall be submitted upon completion of the device evaluation.

Event description:
Surgeon was operating on a patient who had developed a leak from a aortic graft and stent, a angiogram showed the stent had fractured in half. The surgeon then used another stent to seal the graft and push the fractured stent to the side.